Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on january 20, 2010 alleging inaccurate high readings on his daughter's one touch ping meter. The father mentioned that for the entire week of (B) (6) 2010, the patient had obtained elevated readings and due to the readings she would take additional units of insulin and at an unspecified time after adjusting the insulin she would exhibit symptoms of feeling shaky. At an unspecified time during that week, the patient obtained a result of 300 mg/dl. She would then adjust her insulin pump and take an additional 2 units of humalog based on the sliding scale and meter results and later developed symptoms. Symptoms occurred each time she took additional insulin for that entire week of (B) (6) 2010. The patient did not seek any medical attention or contact her physician for assistance. The patient was not tested on another device. A quality control test was not done since the patient did not have any test strips. The product was replaced. The complaint is being reported since the reporter alleged that due to the elevated readings, the patient took extra insulin and later developed symptoms suggestive of hypoglycemia.